Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure approximately five years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metallosis, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-02852 & 04691/04692).

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure approximately five years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metallosis, and metal debris. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a left hip revision procedure approximately five years post-implantation due to pain, squeaking and discomfort. During the procedure, black tissue and metal debris were noted. The femoral head was removed and replaced. A bipolar acetabular liner was also implanted.